Manufacturer narrative:
The ak's in question are programmed by the customer, and lensar does not create treatments. Therefore the overcorrection in question is the responsibility of the surgeon. The report does not indicate a system error. Findings were communicated to the doctor.

Event description:
It wasreported to lensar service on (B)(6) 2023 that dr. From system lls5109 had 3 patients with ak's that were overcorrected.